Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: during investigation, the battery compartment was found to be cracked above the grip pad. Moisture corrosion was observed in the battery canister and on the battery cap. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture ingress was found on the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was cracked/damaged, which was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.